Event description:
The tech alleged the head right brake caster is not holding. No patient impact.

Manufacturer narrative:
The tech found the brake caster was worn and inoperative. The tech replaced the brake caster to resolve the issue.